Manufacturer narrative:
Due to characterization limit e1: event site name: getinge group japan co., ltd. Tokyo office a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp)¿s safety disk leak test failed. There was no patient involved.

Event description:
It was reported that during inspection, the cardiosave intra aortic balloon pump (iabp)¿s safety disk leak test failed. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, b5, d9, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse confirmed that the membrane test value of the leak test is out of range (7). The safety disk has been replaced. Various tests have been performed and no abnormalities have been found. The failure analysis and testing dept. Received part number 0202-00-0140 with a reported unit failure of the leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.